Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a severe dent was observed on the top cover. The photographic imaging inspection revealed a loose electrical component and disturbed bond wires at the kovar tab. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The internal visual inspection confirmed multiple cracks along the hybrid. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dislodged electrical component and multiple cracks along the hybrid. A CAPA has been initiated. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a severe dent was observed on the bottom cover. The photographic imaging inspection revealed a loose electrical component and disturbed bond wires at the kovar tab. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical tests performed. The open visual inspection confirmed multiple cracks along the hybrid. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dislodged electrical component and multiple cracks along the hybrid. A CAPA has been initiated. This is the final report.